Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image disappeared sporadically during a colonoscopy. The procedure was completed however it was unknown whether the subject device was replaced to another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined. However, based upon the information from the user that the reported phenomenon was duplicated on other cv-190 plus, there was the possibility that this phenomenon was attributed to other than the subject device such as an endoscope, a light source device, or a scope cable.